Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble and customer getting high blood glucose every night. The customer¿s blood glucose was 190 mg/dl. Customer was assisted with troubleshooting. The customer stated that the approximate size of air bubbles was smaller than eraser but pretty bigger than a point of a pencil, 18 air bubbles in total. The customer stated that they allowed for insulin to warm to room temperature prior to filling reservoir. Customer stated that they had a reservoir plunger available. The reservoir will be returned for analysis.

Manufacturer narrative:
Customer return 2ea instead of 1ea this return is part of the returned goods remediation process. Evaluated 2 open or used reservoirs. Performed pre-fill reservoirs test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings o rstopper groove for defects and none was found. Conclusion: no air bubbles.(B)(4).